Event description:
The customer reported that they were receiving an error message that said generator is about to shut down.

Manufacturer narrative:
(B) (4). Through troubleshooting, the ge service rep got the "generator is about to shut down" message at boot up. The generator error log verified that problem was with generator and ordered a controller pcb and monoblock. He removed and replaced the controller pcb. The system operates as intended.